Event description:
It was reported that the procedure was to treat a mid right coronary artery (rca) and a proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.25 x 10 mm balloon catheter. A 3.5 x 18 mm xience xpedition stent delivery system was advanced to the mid rca without resistance. The balloon was inflated to 11 atmospheres for 20 seconds and the pressure was decreased gradually. During removal, there was resistance with the stent due to poor refold of the balloon. It was removed from the anatomy without any other resistance. After pre-dilatation with a 2.5 x 10 mm unknown balloon catheter, a 3.0 x 18 mm xience xpedition was advanced to the proximal lad without resistance. The balloon was inflated to 12 atmospheres and the pressure was decreased gradually. During removal, there was resistance with the stent due to poor refold of the balloon. It was removed from the anatomy without any other resistance. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The poor refold was confirmed. The difficulty to remove the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the balloon was under negative pressure for 2 to 3 seconds before attempting to remove the device. It should be noted that the everolimus eluting coronary stent system xience xpedition instructions for use (IFU) states: deflate the balloon by pulling negative pressure on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. In this case, the IFU deviation likely contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional xience xpedition, referenced is being filed under a separate manufacturing report number.